Manufacturer narrative:
(B)(6).

Event description:
The customer complained of a questionable gluc3 glucose hk gen.3 result for 1 patient sample tested on a cobas 8000 c 702 module. The initial gluc3 result was 2.720 mmol/l with a repeat result of 32.050 mmol/l. The erroneous result was released outside of the laboratory, but it was questioned by the doctor as the result was different from a result obtained from a blood gas machine, specific data not provided. There was no allegation of an adverse event. Qc results on the day of the event were acceptable. The gluc3 reagent lot was 322965 based on the calibration and qc data provided a general reagent issue can be excluded. A field engineering specialist found a leaking rinse tube that was dripping into the measuring cells. He fixed the faulty tubing and he replaced a sample probe. The issue has been resolved due to the service activities that were performed. Following the service visit, there have been no further issues.